Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry with clear surgical residue/debris on the product, in a small vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.0/088 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The patient's post-op uncorrected visual acuity was 20/20. Device evaluation: lens was returned dry with clear surgical residue/debris on the product, in a small vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).